Event description:
It was reported that during a peripheral angioplasty treatment procedure, guide wire entrapment occurred. The target lesion was located in the anterior tibial artery. The physician decided that the non-bsc guide wire he was using was too short and attempted to exchange the guide wire for a longer one. During removal of the guide wire the inner lumen of the 4x100x150 sterling sl balloon catheter "appeared to collapse/grip" the guide wire and resulted in all of the devices being pulled back. The physician was able to remove the balloon catheter and guide wire as one unit. The procedure was completed using a longer unspecified guide wire and another 4x100x150 sterling sl balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, guide wire entrapment occurred. The target lesion was located in the anterior tibial artery. The physician decided that the non-bsc guide wire he was using was too short and attempted to exchange the guide wire for a longer one. During removal of the guide wire the inner lumen of the 4x100x150 sterling sl balloon catheter "appeared to collapse/grip" the guide wire and resulted in all of the devices being pulled back. The physician was able to remove the balloon catheter and guide wire as one unit. The procedure was completed using a longer unspecified guide wire and another 4x100x150 sterling sl balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: the sterling sl catheter was received with no original packaging and an unidentified guide wire. The tip of the catheter was damaged. The guide wire was protruding 21cm from the tip. Gently pulling on the wire, the wire was removed from the lumen of the catheter. The outer diameter of the wire was .0172" which is consistent with a .018" guide wire. The inner diameter of the wire lumen was measured and met specifications. Functional testing was performed by inflating the device to nominal pressure to test wire movement. The wire moved without encountering any resistance. The damage to the distal tip appeared to be unrelated to the complaint event since this did not inhibit wire movement during functional testing. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).